Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the trek bone marrow. During the procedure, it was reported that the device allegedly failed to obtain the sample, and the seal was found broken. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a biopsy procedure using the trek bone marrow. During the procedure, it was reported that the device allegedly failed to obtain the sample, and the seal was found broken. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one trek bone marrow biopsy cannula for evaluation. Upon visual evaluation, the sample appeared to have blood residue throughout. Under microscopic observations, a crack was noted on the introducer cannula hub. Due to the nature of the complaint, no functional testing was not performed. Therefore, the investigation is confirmed for the identified crack issue as a crack was noted on the introducer cannula hub. And the investigation is unconfirmed for the reported break as no break was noted on the returned cannula hub, and the investigation is inconclusive for the reported failure to obtain sample as no further functional testing was performed & as condition of use cannot be replicated. A definitive root cause for the identified crack issue, reported hub break and failure to obtain sample issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.